Event description:
It was reported to philips that the device fell off of the crash cart and sustained impact damage to multiple parts. The customer did not allege any device malfunctions. There was no reported patient involvement.